Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 1400 mg/dl. The customer felt symptoms of nausea. The customer was transported by paramedics. The customer treated their blood glucose levels with manual injections and IV fluids. The customer has been experiencing blank displays. The customer was not wearing the insulin pump during their hospital stay. The customer was off the insulin pump greater than 48 hours. The customer returned the product for analysis.